Event description:
I had lasik done back in 2001. What an awful mistake that was. I had a cornea flap issue with my left eye. The flap of my eye fell downward and the doctor had to put it back into place at the (B)(6) clinic in (B)(6). My vision was great after that until just last year in 2010. I noticed that my vision had started slipping a little. I started getting halos, starbursts, night glare, and seeing double sometimes. Its miserable. I tried to get a prk but their was not enough to take of and was advised to get contacts and glasses. I had changed my reading glasses a number of times and none of them seem to be helping my eyes because of my astigmatism. I am now trying to get fitted for a synergy lens and the doctor is having a hard time finding a fit that is right for me. It is so miserable how the doctor told me when I got the procedure done that I would see 20/20 forever which was not so. I don't know what I am going to do. Its so awful dealing with what I am dealing with here. (B)(6).